Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site.

Event description:
It was reported that the patient's vulva became infected using purewick female external catheter and that the patient was very sensitive. Patient had stopped using the purewick female external catheter for now. Liberator representative advised patient to speak with a doctor and tips on wick placement for when patient decided to use purewick again. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the infection at this time and medical intervention is unknown.